Event description:
It was reported that after losing weight patient experienced discomfort at ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned and the ipg pocket was moved up to a new location. No product was explanted. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.